Event description:
Customer stated "will not cut when powered on". Repair tech stated "cannot douplicate complaint - rf leakage test out of spec - adjusted r77" ro 96586 customer follow-up initiated (B)(6) 2021. 1216677-2021-00151 . Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 5/18/2016 under wo #187541 & 187509 and shipped on 6/7/2016. Manufacturing record review: DHR's 187541 & 187509 were not available for review. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 96586, this unit was at csi on (B)(6) 2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found function properly. Root cause: the complaint condition could not be duplicated. The evaluation of the device was checked to specifications and found to be out of spec for rf leakage, but it does not relate to the complaint condition as it was not duplicated. *correction and/or corrective action the unit was adjusted (r77) to specification, tested and returned to the customer. No further corrective action is necessary. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Customer stated "will not cut when powered on". Repair tech stated "cannot duplicate complaint - rf leakage test out of spec - adjusted r77". (B)(4). Customer follow-up initiated 07/13/2021. Leep precision generator lp-20-120. E-complaint (B)(4).